Event description:
When the sterile pouch was opened, it was noticed that the tip of the actual stent was protruding from the tip of the stent delivery system. The product was properly stored and there was no mishandling of the device prior to opening. The device was not kinked or bent and the locking pin was still in place. There was no defect on the outer box or the sterile pouch. The product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.